Manufacturer narrative:
At the conclusion of the investigation, it was determined that the cause of the incorrect report provided to the healthcare provider was due to a registration error that occurred when the healthcare provider swapped the registration of two devices due to user error. Irhythm then provided the reports to the healthcare provider based on the registration information provided. The healthcare provider reported to irhythm that one patient was implanted with a pacemaker. The report provided does not provide diagnosis; rather it provides preliminary findings from which the clinician may make a diagnosis based on clinical judgement and patient clinical history.

Event description:
It was reported that two patient's devices were swapped during the patient registration process by the healthcare provider. As a result, an incorrect ECG report provided to the physician resulted in patient treatment.